Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated troponin (accutni) results generated by the unicel dxc 600i synchron access clinical system.the sample was re-centrifuged and repeated on a different instrument and on an alternate methodology and both resulted in the normal reference range. The patient's previous result was 0.02ng/ml.the erroneous results were reported outside of the laboratory.the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample was li heparin plasma that was centrifuged for 4 minutes. Qc is performed every 8 hours and was within the customer's established ranges.a system check was performed on (B)(4) 2010 and met specifications.a field service engineer (fse) went on-site (B)(4) 2010 and replaced a worn incubator and mixer belt, cleaned the incubator and the wash carousel. Fse then performed a system check which met specifications.